Manufacturer narrative:
During the customer call, it was mentioned there was transmitter error. Troubleshooting was performed and in the process the transmitter needed to be reset and this put the system back into re-initialization phase and during this time user mentioned experiencing a hypo event. Since the system was in initialization phase as per the design of the system, sensor glucose and glucose related alerts are not shown or asserted before the completion of the 2nd calibration. H6 results code was updated to 213. H6 conclusions code was updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report. Patient date of birth and age have been provided.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(4) 2019 senseonics was made aware of an adverse event where the user experienced a hypoglycemia event and reported the continuous glucose monitoring system did not alert her as the eversense cgm system was in the initialization phase requiring calibrations during the hypoglycemia event after the user performed a reset of the eversense transmitter. The user did not require medical attention.